Event description:
Customer reported that the panels are missing and need to be replaced. The issue was discovered when product was removed from storage. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Result - inspection of the returned product revealed the pt access panel side b zipper slider body is open. Additionally, panel side a top surface of the mattress envelope is missing. The red zipper has one inch hole. Pt access window side b has a six inch hole. Panel side d leg elastic has a tear. Note: posey instructions for use warning indicates: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Test that all of the zippers open easily and close securely along the entire length of the zipper. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. (B)(4).